Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the heavily calcified and heavily scarred right common femoral artery was attempted using a prostyle device via a 6f sheath after a leg angiogram interventional procedure. Antegrade approach was used. Reportedly, when the plunger was pulled back, the suture was not attached to the first prostyle device. The wire was reinserted and a second prostyle device was used. The second prostyle device was difficult to advance but was ultimately successfully advanced and achieved hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Additional information was received stating that the shaft of the second prostyle device was more slippery and a dry gauze needed to be used to force the device through extremely scarred tissue. Additionally, more slippery, harder to force through scarred tissue was also reported for the first prostyle device. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was confirmed as an anterior needle to cuff miss. The reported difficulty advancing into the anatomy could not be replicated in a testing environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the prostyle instructions for use states: do not advance or withdraw the perclose prostyle smcr against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle suture-mediated closure and repair (smcr) device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. In this case, the application of force during advancement was circumstantial due to the patient condition and did not specifically contributed to the reported event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient calcification due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.